Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Products return is requested and will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
Customer reported loss of internal spring within the drill sleeve. (B)(6) 2026 diogp514: spring ring issue ¿ CAPA number 2025-58. Event deemed not reportable in countries other that the us as follow: EU: it does not meet the criteria of a serious incident and reflects a documented inherent device risk, the event is deemed not reportable to the ca, but will be documented and monitored through post-market surveillance. Br: not marketed/ released. Au: the event occurred overseas. Ca: event occurred in a foreign country with a class ii device. Cn: the event did not cause a death, nor severe injuries or could have possibly caused severe injuries/death and no serious public health threat.